Event description:
It was reported that the device had a charge time-out. The device was explanted and replaced to resolve the event. The patient was stable and there were adverse consequences.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Data stored in the device showed 4 charge timeouts occurred in the field. The device¿s charging circuitry was tested in the lab and was found to function normally. The high voltage capacitors were analyzed and a capacitor anomaly was found that was the cause of the extended charge time.

Event description:
It was reported that the device had a charge time-out. Device explant was anticipated to resolve the event. The patient was stable and there were adverse consequences.